Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 06/17/2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. On 06/19/2024, the day of the event, the patient went to the park with his family, when he experienced being dizzy, drowsy, sleepy, and described he was ¿sleeping with open eyes¿, felt like they were going into a coma, and eventually lost consciousness. His cousin and nephew (who is their family doctor) brought him to get in the car and went to the house to get a blood glucose meter. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was high, which would have meant a blood glucose reading higher than 935 mg/dl (at first patient mentioned that this would mean higher than 600 mg/dl, but then changed it to 935 mg/dl). The patient´s nephew brought him to the hospital and removed the sensor. At the hospital, the patient was treated with 25 units of humalog insulin (route was not reported) and when a fingerstick was taken after 2-3 hours, the blood glucose reading was near 900 mg/dl. A new sensor was inserted, and another 15 units of insulin were administered. When a fingerstick was taken the cgm reading was 385 mg/dl, and the blood glucose reading was 370 or 375 mg/dl. The patient felt okay around that time and was stable. The patient was discharged after spending less than 24 hours at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.